Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the guidewire detached in two pieces. The physician was performing arteriovenous graft procedure. The physician performed pre-dilatation to dilate the occlusion site. Resistance was felt at the site while advancing the diagnostic catheter resulting in procedural complication while advancing the wire. The technician observed that there was an acute angle at the sheath opening being utilized during exchanges that may have created friction between the sheath and exchanged products. The guidewire sheared off causing it to separate into two pieces. The distal piece remained in the patient while the proximal piece was removed. The physician was able to successfully retrieve the distal piece from the patient's vessel with a gooseneck snare. The patient is reported to be fine.